Event description:
It was reported that the programmer displayed an error at boot up. The programmer remains in use. No patient complications were reported as a result of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).